Event description:
The account generated a false positive architect stat troponin-I result of 0.029 ng/ml on a patient that repeated negative of 0.027 ng/ml on another analyzer. The account uses a troponin cutoff of 0.028 ng/ml. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for this investigation. A product labeling review found the architect system operations manual and the stat troponin-I assay package insert contain adequate information for the described issue. A historical/quality data review of complaint documentation did not identify any adverse trend for i1000sr analyzer issues causing discrepant stat troponin-I patient results. A service history review found no service history issues for i1000sr serial (B)(4). No additional discrepant result complaints were found to have been documented for i1000sr serial (B)(4). A possible issue with sample integrity cannot be ruled out, since the result issue was isolated to a single patient sample. No deficiency or adverse trend of an i1000sr issue was identified during this investigation.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.